Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cardiosave intra-aortic balloon pump (iabp) not powering on. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was regarding iabp not powering on. After review found that customer forgot to charge the batteries. There is no fault with device hence this is not valid complaint, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.